Event description:
It was reported that the pad of the femoral impactor instrument fractured during implant implantation. There was no patient impact and no adverse events have been reported as a result of the malfunction. All available information has been provided.

Manufacturer narrative:
(B)(4). The product has been received by zimmer biomet and the investigation is in process. Upon completion of the investigation, a follow-up MDR will be submitted.